Event description:
Nellcor puritan bennett received info stating that the unit was used with the external battery, it was disconnected by mistake.

Manufacturer narrative:
Npb was informed that device was being used with a full face mask. Npb will notify FDA, should further info becomes available.